Manufacturer narrative:
Device return: three used 42646-66 mtg kit, one (open) packaged 42646-66 mtg. Kit lot# 3261715. Visual (pre and post decontamination) inspection of the as-received used 42646-66 mtg. Kits recorded one 42646-66 mtg. Kits pressure tubing was cracked/damaged, the remaining two used 42646-66 mtg kits had evidence of blood residue observed in the tubing segments. Engineering testing and analysis to the applicable product specifications was performed. The results recorded no performance issues and or out of spec conditions on the one unused 42646-66 mtg. Kit. The two used 42646-66 mtg kits failed fluid leakage/vacuum testing, additional detailed investigation efforts identified the root cause of the failures were attributable to an assembly issue where the transducer components were not fully seated into the mating component. During the subsequent ultrasonic welding processes the transducer components could potentially be compromised resulting in a vacuum leak. Corrective and preventative actions have been qualified and implemented. Additionally ICU medical inc. Initiated a voluntarily us FDA recall of the affected devices.

Event description:
Complaint received reporting air in arterial lines with use of 42646-66 transpac IV monitoring kits. The initial information received reports multiple occurrences where "..during blood draws with safeset .. Air is developing in the arterial line from unknown cause. This is primarily happening when safeset is utilized to draw back blood sample from artery.". This is the mfrs. Follow up report to provide additional information, device return investigation results.

Manufacturer narrative:
Manufacturing review: a review of the mfg. Lot build database for the reported lot# 3261715 (mfg. 05/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Follow up information received reports: (B)(4) events - (B)(6) 2008 - (B)(6) 2010 no patient injuries; no change in baseline status; no adverse consequences. The involved mtg. Kit devices were pretested/primed with no issues detected at that time. Facility had no information as to length of time the devices were in use when the problems were detected. Pending device return.

Event description:
Complaint received reporting air in arterial lines with use of 42646-66 transpac IV monitoring kits. The initial information received reports multiple occurrences where "during blood draws with safeset air is developing in the arterial line from unknown cause. This is primarily happening when safeset is utilized to draw back blood sample from artery."